Event description:
A 28mm diameter x 16 mm diameter x 13.5cm length aneurx bifurcated stent graft and its components was implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that the diameter of the proximal non-aneurysmal aortic neck measured 25mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 160mm. The proximal aortic neck had mild angulation, thrombosis and calcification. The iliac vessel had moderate tortuosity and minimal calcification. It is reported that the pt is asymptomatic. It was reported the physician placed the stent graft 4mm below the renal arteries. The physician was advised of the low placement, however, the physician thought he was covering one of the renal arteries; therefore, he proceeded to deploy the stent graft. Upon removal of the runners, the stent graft slipped down to 8mm below the infrarenal arteries. The final angiogram showed a proximal endoleak. Since the position of the stent graft was less than 1cm below the renal arteries, the physician was unable to place an aortic extender cuff. It was reported that the physician felt that the pt would not tolerate any more contrast dye because of the pt's high creatinine level; therefore, the procedure was discontinued. The pt would return for repair of the endoleak at another time. As of 2001, the endoleak has not been repaired and the pt continues to be observed for another 30 days. Further info is pending.

Event description:
Medtronic ave has received additional information. It is reported that the pt has been under observation and a recent follow-up reveals that the endoleak has resolved; therefore, the placement of an aortic cuff will not be required.